Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two days of post deployment, an x-ray abdomen was performed for abdominal pain. The study showed that inferior vena cava filter was noted. A computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that radiopaque filter was noted in the inferior vena cava below the level of the renal veins. The filter has a satisfactory configuration. One strut extends through the medial inferior vena cava wall. Two days later, an x-ray abdomen was performed for abdominal distention. The study showed that inferior vena cava filter was noted. Ten days later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that large left retroperitoneal hemorrhage was noted. Fifteen days later, a computed tomography of abdomen and pelvis was performed for left pelvic mass. The study showed that inferior vena cava filter was noted. One week later, a magnetic resonance imaging of the pelvis was performed for low back pain radiating to the left leg. The study showed re demonstrated inflammatory process involving the left ilium with extension to the left sacrum and left vertebral body. An ultrasound abdomen was performed for abdominal pain which showed, inferior vena cava filter was noted. Nine years and four months later, a computed tomography of abdomen was performed for evaluation of the filter. The study showed that fractured strut of the inferior vena cava filter was noted. The fractured strut measuring approximately 23 mm lies in the left ventricle with a portion embedded within the wall of the left ventricle. There was a right to left tilt of 23 degrees. There are four struts of the inferior vena cava filter which extends beyond the wall of the inferior vena cava. The strut that extends the furthest beyond the wall of the inferior vena cava lies along the lateral edge of the aorta. One strut lies posteriorly in front of a vertebral segment. A third strut was embedded within the wall of the duodenum and the fourth lies within the adjacent fat. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and perforation of inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter tilted, legs detached and perforated. The detached filter fragments were embolized in the left ventricle and the device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.